Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons unraveling, retained- vagina [foreign body in reproductive tract]. Tampons are unraveling when I go to remove them [complication of device removal]. Tampons are unraveling [device breakage]. Case description: consumer reported via e-mail that tampons are unraveling during removal. No serious injury reported.